Event description:
The micro drill medium straight attachment was sent for eval because it was generating heat. There was no pt involvement, no adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted throughout the internal components of the device. The devices was not returned to the user facility because they are not repairable once disassembled.